Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 4.6mmol/l. The customer stated the air bubbles are forming around the top of the reservoir and bottom of the infusion set. Customer can't get the bubbles to the top and ensures that they lubricate the reservoir by pushing the plunger up and down. The customer agreed to send another box of reservoirs to see if this resolves the issue.